Manufacturer narrative:
An event regarding pain involving a triathlon insert was reported. The event was confirmed. Device evaluation not performed as no items were returned as the devices remain implanted. A review of the provided medical records and x-rays by a clinical consultant indicated that the patient had a history of ¿pcl tear¿ and subsequently developed instability after a cr total knee arthroplasty. There is no evidence that factors of faulty prosthetic design, manufacturing, or materials were responsible for this clinical situation. A review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for this lot. The exact cause of the reported pain could not be determined. A review of the provided records by a clinical consultant indicated there is no evidence the event is device related. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time.

Event description:
It was reported that the patient had a revision surgery and is still experiencing pain.

Event description:
It was reported that the patient had a revision surgery and is still experiencing pain.

Manufacturer narrative:
Catalog number and lot code of the other device listed in this report: cat. No.: 5515-f-801, triathlon ps fem comp #8l-cem, lot code: ecrfl. At this time, it cannot be determined if this device may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned.